Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: water leakage. The failure identified in the investigation is consistent with the alleged failure. Probable root cause: device confirmed to have had a cartridge leak. Visible dried fluid residue was discovered on the front cover, door cover, and peristaltic pump. Fluid in the device dried, cleared as intended, and cleared the water leakage sensor error. Cartridge weld failure which could most likely be caused by a material defect, user error, or a manufacturing issue. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overpressure during procedure.